Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling occurred during testing. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; she had changed her battery and the numbers scrolled on their own and then the pump alarmed. The patient's blood glucose at the time of incident was 386 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.